Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01433. This report is being submitted as additional information. The event date was not specified, the date the information was received was used in its place. Approximate age of device ¿ 4 months, 22 days. A specific cause for the reported elevated levels of lactate dehydrogenase (ldh) could not be conclusively determined. Multiple requests for additional information were issued to the customer but no further information was provided. The patient later underwent a pump exchange (reference manufacturer's MFR. Medwatch report # 2916596-2018-01434) and thrombus was found during the evaluation of the explanted device. The duration which the thrombus had been present, as well as its specific origin, could not be conclusively determined. Had the thrombus been present as of the event date, the observed thrombus could have contributed to the reported increase in ldh. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding anticoagulation therapy and the recommended inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on an unspecified date previous to (B)(6) 2018, the patient had received treatment for increased lactate dehydrogenase (ldh). Ldh decreased with unspecified IV anticoagulant.